Event description:
It was reported that "the doctor found the swg kinked during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guidewire, an advancer, and an empty kit with a lidstock. Signs of use were observed on the returned components. The guidewire was observed to have three kinks towards the distal end. The distal j-bend was intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire measured 504mm, 560mm, and 573mm from the proximal tip. The overall length of the guidewire measured 602mm which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory 18ga introducer needle and ars to functionally test the guidewire. The undamaged portions of the guidewire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provide d with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through complaint investigation of the returned sample. The guidewire had three kinks towards the distal end. The returned guidewire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing-related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the swg kinked during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.